Event description:
The customer called to report that he was hospitalized due to low blood glucose levels, with a reading of 40 mg/dl. The customer stated that he had been experiencing low blood glucose levels for a month prior to the event. The customer stated that he had just finished exercising when he experienced the low blood glucose levels. The customer stated that he was getting a high sensor glucose reading, and he was tired, but didn't think his blood glucose levels were low. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was programmed correctly and the reservoir volume was accurate. The customer stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.